Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cat#00590102000 trocar tip drill pin lot#64667485; zimmer cat#00597000067 pin guide set lot#zb20punguj; zimmer cat#42502006201 fem cr cmt ccr nrw lot#64637470; zimmer cat#42532006401 tib stem lot#64086899. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to anterior knee pain approximately 9 months later. The poly was also revised due to possible pcl damage. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.